Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the hospital today for high blood glucose levels. The customer and his wife are both unable to troubleshoot over the phone. The caller stated that the customer suffers from dementia, and does not understand the insulin pump very well. The called stated that she is planning on taking the customer off of insulin pump therapy. Nothing further was reported.